Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leak was observed from the filter port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, the first affiliated hospital of (B)(6)university the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection showed an external fluid leakage from the filter dialysate port; however, the component condition could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.